Event description:
It was reported that high capture thresholds were observed on the left ventricular (lv) lead. The lv lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A partial lead with the distal portion measuring 75.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.